Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review cannot be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor leaked near the flow rate control module during patient use. The device was filled with a solution of fluorouracil. During use, the solution spilled over the chest of the patient. This condition caused an interruption in therapy and a breach in the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.